Event description:
On (B)(6) 2021 myself and my son went to fcts rapid and pcr covid testing site in (B)(6). We both were tested. Both of our rapid tests were positive. On (B)(6), my son was taken by ambulance to (B)(6) hospital in (B)(6). He was nonresponsive. On (B)(6), life support was stopped, he died. He was only (B)(6) years old. We had both gotten emails with the pcr test results. Both of our tests were negative. I believe that the testing site is having many false positives and false negatives. I also believe that this site should be investigated. FDA safety report ID# (B)(4).